Manufacturer narrative:
The axiem box on the system was replaced and returned to the manufacturer for evaluation. The axiem box was found to be fully functional. The axiem unit was connected to a test system with the ent application. Navigation with respect to known surface points was visually confirmed to be within specification. The axiem unit was connected to a test system with the cranial application. Navigation functions correctly on all ports. The unit passes the peg board accuracy test. In addition, upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to determine root cause of reported issue.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) the surgeon alleged a 2-3mm inaccuracy while navigating on the left side of the patient after completing a tracer registration. The emitter was placed on the left side of the patient. Navigation was accurate on the right side of the patient. The fess case was completed with use of the fusion navigation system, being mindful of the alleged inaccuracy on the left side. There was no impact on patient outcome.

Manufacturer narrative:
Patient information has been requested but not made available from the site. The site is reporting that they are within 2-3 mm of accuracy while navigating which is an acceptable amount for the system specifications. A medtronic representative, investigating at the site, was able to replicate the behavior using a model head and two different emitters. Software engineer evaluation determined the software is functioning as designed.